Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a bent flex coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit was making a noise and stopped working. The procedure was completed with a second like device with no adverse patient consequences.